Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he had itchy red bumps on the adhesive area of his skin on (B)(6) 2013. Patient reported that he applied neosporin on the affected area and visited his physician, who said that the rash was a "contact dermititis." When the rash disappeared there was no permanent scarring, and patient reports that he is feeling fine.